Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor had some kind of contaminate inside it. It would not power up on arrival. The isp line was shorted to ground. There were corroded connections on the auxiliary board. The monitor was repaired, rested and stocked. No adverse event resulted from the faulty monitor. The patient received replacement monitor.

Event description:
A lifecor territory manager (tm) was following up with a (B) (6) female patient and found out that neither battery pack was powering up the monitor. The tm replaced the patient's monitor.